Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the tip of the screwdriver was twisted. The hardness was checked and was found according to the specification. The material certificate showed that the device was made of custom 465 material as required. However, the relevant dimensions could not be verified because of the damage. Therefore, this complaint is indeterminate from a manufacturing standpoint. Additional metallurgy testing was conducted. Both parts met the requirements for hardness, ruling out any imperfections in the material or heat treatment which could have attributed to the complaint. A product development evaluation was also performed. The device appeared to have failed due to a high torque load. Since both the slider and the shaft twisted together, it can be safely assumed that the device was seated and locked properly. This complaint is valid from a design standpoint.

Event description:
It was reported that the interlock screw driver was over-torqued and the tip became twisted and is now unusable. This occurred with the first use of this screw driver. There was no harm to the patient.

Event description:
This is report 1 of 1 for file (B)(4).